Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2023, it was reported that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. The rv lead was not used, and a new rv lead was successfully implanted. The patient was stable throughout the procedure.